Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer was playing soccer and fell causing the pump touch screen to become shattered. Customer is unable to interact with the pump touch screen due to the shattered screen and had to revert to a backup pump for insulin therapy. Customer's blood glucose was 230 mg/dl.